Event description:
A clinician reported the appearance of artifacts in the brain studies. The clinician alleged that there are darker undefined shades on the left side of the brain study images, and this can possibly cause misdiagnosis.

Manufacturer narrative:
(B)(4). The MDR is being submitted as it is unk if the artifacts were a result of a malfunction that could likely cause or contribute to a misdiagnosis and mistreatment if it were to recur on brain images. The investigation is on-going. This report was submitted on (B)(6) 2010.